Event description:
It was reported that the pump shut off unexpectedly. The pump had to be plugged into a power source to turn back on, and when it did, the battery capacity was less than or equal to 20%. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.